Event description:
Healthcare provider reports: signature elite instrument gave inconsistent act results vs expected results during a cardiac cath stent procedure. Act results: >400. Therapeutic range 300-350.

Manufacturer narrative:
(B)(4). Manufacturer awaiting product return for further evaluation.